Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. UDI: (B)(4). Investigation is ongoing.

Event description:
As reported, this was a transfemoral pulmonic case, in a patient with a history of tetrology of fallot s/p transannular patch repair. The physician proceeded with delivery of a 29mm s3 valve via a 24fr non edwards sheath. The valve was inflated to nominal volume with rapid pacing and the thv was successfully deployed. The s3 was seated well and a small residual waist was noted. When attempting to remove the commander ds, some resistance was noted and was suspected to be a result of guidewire and delivery system bias at the rpa ostium. Wire manipulation was attempted, followed by replacement, to reduce the force and bias superiorly. Slight progress was made as the delivery system was withdrawn but it appeared to ¿catch¿ the distal struts of the thv, resulting in rv embolization. Wire position to the distal rpa was maintained and the patient remained hemodynamically stable as the CT surgery team was summoned. The patient was taken to the or for emergent removal of the embolized thv and replacement of the pulmonic valve.

Event description:
The devices were discarded by the facility.

Manufacturer narrative:
Additional information added to a.2 and b.5. Please reference related manufacturer report no: 2015691-2020-13277. Investigation is ongoing.

Manufacturer narrative:
The device was discarded by the facility and was, therefore, not available for evaluation. A DHR review was performed and did not reveal any manufacturing non-conformance issues that may have contributed to the complaint event. A lot history review was performed and revealed no other similar complaints for difficulties withdrawing the delivery system from the valve. As the event was unable to be confirmed, a complaint review is not required. It should be noted that the valve was deployed in the pulmonic position (native annulus). At the time of the event, the sapien 3 valve with the commander delivery system was only indicated for native aortic valve, aortic bioprosthetic valve, and mitral surgical prosthetic valve replacement. 1) the edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at low risk for open surgical therapy (i.e., predicted risk of surgical mortality >=1% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). 2) the edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at low risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The device was used in an off-label implantation in the pulmonic position. As there are no specific IFU or training materials related to pulmonic procedures, the available training materials were reviewed only for information potentially relevant to the device use. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The withdrawal difficulty was unable to be confirmed due to the unavailability of the device or relevant imagery. No manufacturing non-conformance could be determined due to unavailability of the device for evaluation. A review of the DHR, lot number and manufacturing mitigations did not provide any indication that a manufacturing non-conformance contributed to the complaint event. The complaint description states that ¿when attempting to remove the commander ds, some resistance was noted and was suspected to be a result of guidewire and delivery system bias at the rpa ostium. Wire manipulation was attempted, followed by replacement of the heavy platform (working) .035in wire to a .035in rosen, to reduce the force and bias superiorly. Slight progress was made as the delivery system was withdrawn but it appeared to ¿catch¿ the distal struts of the thv, resulting in rv embolization¿. Based on the given information, it is possible that a non-coaxial device retrieval may have contributed to the withdrawal difficulty. While not much details of a patient information was provided, patients that require a pulmonic valve replacement usually come with a challenging anatomy. Anatomy angulation (if present) in the rpa can affect the device position (not centered) during removal. The bias in device position may increase the chances of the device getting caught on the valve during removal, leading to withdrawal difficulty. Similarly, the stiffness of the guidewire could be another factor that might cause the device position biased at the rpa ostium during removal, leading to device catching on the valve. In such condition, attempts to continue withdraw the delivery system can dislodge the valve, resulting in valve embolization. In addition, the valve was deployed in pulmonic annulus, so there would be no calcification for the valve to anchor on and this may have contributed to the valve embolization as well. However, without further information (relevant imagery), a definite root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no edwards defect was identified, no corrective or preventative actions are required. Additionally, since no manufacturing non-conformances, no escalation to a product risk assessment (pra) was required.